Event description:
It was reported that in 1997, the pt underwent left total hip replacement. Post-op, in 1999, x-rays revealed loosening of the femoral component. As a result, about five weeks later, pt's hip was revised where the femoral stem was removed and replaced.